Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the luer lock. There was no impact to the customer's blood glucose level. The customer indicated that they would attempt to remove the air bubbles.